Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, on the second sample acquisition, as soon as the device activated into the lesion, it sounded as if a plastic part had broken off inside the device. Another device was used to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is confirmed for a break, as the cannula hub and tang of the returned sample was found broken. The investigation is inconclusive for failure to fire, as the sample could not be functionally tested due to the broken cannula hub and tang. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.